Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Several struts are bent. Stent imprints are visible on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Outside of the deformed zone, the crimped stent diameter complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Several struts are bent. Stent imprints are visible on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Outside of the deformed zone, the crimped stent diameter complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device was taken out of the package. While threading the device onto the guide wire, it was noticed that the stent showed everted struts. The device was not used.